Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 2420-0007, lot no.: (10)20056930 . Product was removed from the packaging. While the product was being primed with IV fluids it was leaking was noted from the silicone portion of the tubing. Due to the leaking the product was unable to be primed and new tubing was obtained.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/6/2020 h.6. Investigation: one sample of model 2420-0007, lot 20056930 was received for quality investigation. The customers complaint of the silicone tubing of the tubing leaking was verify by visual inspection. Microscopic images show that the silicone tubing has a significant tear causing fluid to leak from it. Further visual inspection of the tubing did not indicate any further defects or damages. Although the root cause of the tubing tear could not be definitively determined, at some point the set may have been pulled or stretched causing the tear in the silicone segment of the tubing. A device history record review for model 2420-0007 lot number 20056930 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leaking from the silicone portion of the tubing with lot #20056930 regarding item #2420-0007. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 20056930 was provided a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 2420-0007 lot no.: (10)20056930. Product was removed from the packaging. While the product was being primed with IV fluids it was leaking was noted from the silicone portion of the tubing. Due to the leaking the product was unable to be primed and new tubing was obtained.